Manufacturer narrative:
(Date of event): information unknown lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 22, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an inaccurately low reading compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B) (6) 2010 while the patient was in the hospital. On an unspecified time, the patient reported obtaining blood glucose results of ¿390 mg/dl¿ with the subject meter and ¿399 mg/dl¿ on another meter, performed more than 30 minutes apart of each other. The patient also claimed that her blood glucose was tested with the hospital meter and obtained a result in the ¿200¿s mg/dl.¿ it is not known if the reading of ¿200¿s mg/dl¿ was obtained before or after the readings of ¿399 and 390 mg/dl.¿ at 12:05 pm, the patient claimed that she was treated with an unspecified dose of insulin by a health care professional (hcp). The cca documented that the patient manages her diabetes with oral medication. The patient confirmed that alleged issue did not cause her to change her usual diabetes regiment. Three to five days after the alleged meter issue began, the patient claimed that she became shaky and had blurred vision. It is not known if the patient associated her symptoms as indicative of a high or a low blood glucose level. It is unknown if the patient attempted to test her blood glucose on the subject meter and what treatment, if any, the patient performed in response to her symptoms. During the troubleshooting session, the cca documented that the reported blood glucose results were obtained from an approved sample site. The cca also noted that the reported blood glucose readings exceeded the 30 minute time difference, thus invalid for accuracy comparisons. Per protocol, replacement meter and supplies were sent to the patient in related (B) (4). Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she obtained an inaccurate reading on the subject meter and reportedly developed symptoms suggestive of a serious injury a few days after the alleged meter issue began.